Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. E.1 initial reporter facility:(B)(6) hospital. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not crossing over to multiple stations. Customer mentioned 3 stations affected but reported only north1 and created temporary patient profile but expire within an hour. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.